Event description:
The device was returned to the manufacturer after being explanted due to battery depletion and it subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed however analysis was inconclusive. The actual longevity was less than 80% of the 99.9% longevity limit; the longevity calculation equaled 73%. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products : 6943-65 lead, implanted: (B)(6) 2001, 37601 dbs ipg, implanted: (B)(6) 2013, 3708660 x2 neuro extensions, implanted: (B)(6) 2013, 3387s-40 x2 dbs leads, implanted: (B)(6) 2013. (B)(4).